Manufacturer narrative:
The customer collects accu tni samples in bd lithium heparin plasma tubes and centrifuges samples at 3,500 rpm for 10 minutes. Qc was within the customer's established ranges prior to the event. A system check performed on 01/26/10 met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result of 0.56 ng/ml for one patient. Subsequent testing produced results in the normal reference range (2x0 ng/ml). The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.